Event description:
It was reported that the pt experienced several grand mal seizures beginning approximately one year after implantation. Following programming adjustments this year (voltage increased from 3 to 3.6) and 2 months later (unclear adjustments), add'l grand mal seizures occurred, the last reported to have occur sept. A CT scan and eeg were performed; CT scan results were not reported, eeg results were unclear due to interference. The pt was placed on anti-convulsion medication and is now considered epileptic. It was reported that the pt is sensitive to medicine and has paradoxical reactions to many medications. It was also reported that the pt's (unspecified) symptoms returned and the "internal battery appears to have died." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.